Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-05740. It was reported the patient experienced ineffective stimulation and additionally, the patient felt stimulation was not in the desired location. X-rays confirmed the leads were in the original location as implanted. As such, surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-05740. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to address the ipg issue (reference MFR. Report: 1627487-2017-05905); however, no intervention was performed on the leads at the time.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-05740. Follow-up identified the patient's system was reprogrammed, and effective coverage was restored.